Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was fully charged but it was not working and it wouldn¿t come on. The patient charged the day prior to this report and had been unable to turn it back on since. It was unknown what was displayed on the patient programmer (pp) screen as the patient was legally blind. The patient was redirected to her healthcare provider (hcp). It was noted that the patient wanted the ins removed as ¿this one doesn¿t work (B)(4).¿ follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was trying to charge their device because they had not felt stimulation since the morning of the report. The last time they charged was one week prior to the call. They patient had just had a stroke and had not been able to charge as much resulting in a dead battery. They also had bad eyesight so it was difficult for the patient to see the patient programmer and implantable neurostimulator recharger (insr) screens.

Manufacturer narrative:
Product ID 977a260, lot# va0htde018, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, lot# va0htde017, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).